Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 19jul2019. The technician reported an occurrence of abnormality for cpu pcba that controls the backup alarm was confirmed, so it was replaced. In addition the switching off the power led by vibrations such as button operations was confirmed, so power switch overlay was replaced. The part was returned to the manufacturer for investigation: it was determined per mtr-00006, this is a failure of ls1 component. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the unit check prior to operating, "check vent: backup alarm failed" alarm occurred. There was no patient involvement.